Event description:
The customer reported that she took more than normal insulin based on the high reading obtained with her contour next one meter. No specific reading was provided. The customer was feeling unwell. She stated that she was vomiting and having a seizure. The customer was hospitalized for two days where she was treated. The customer recovered well, however, she is still using the medication for seizure. No further event details were provided. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Manufacturer narrative:
The customer did not return the device for evaluation. The contour next test strips associated with the event expired, therefore an in-house testing could not be performed. A device history record was reviewed for the suspected contour next one meter with serial #(B)(6), and no manufacturing anomalies were found.